Event description:
It was reported that during implant procedure, the spinal cord stimulation (scs) lead would drive posteriorly and then on the 89 airspace they would dive anterior early. Once the leads were replaced and drive, it caused a cerebrospinal fluid (csf) leak. The physician believed it was not device related. The case was aborted. The patient was doing fine, and the leads will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial/batch:(B)(6).